Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 500 mg/dl and other blood glucose was 316 mg/dl. The customer reported that the insulin pump had damage on the reservoir side. Customer declined troubleshoot for the high blood glucose and the damage. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The device will not be returned for the analysis.